Manufacturer narrative:
The complaint of leaks on item 01c-c3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. Additional information for reporter contact : (B)(6).

Event description:
The event involved a microclave® connector where it was reported the PICC catheter infusion connector was regularly replaced for patients. After replacement, there was leakage at the threaded port of the positive pressure connector during pulse flushing. Replace with a new one immediately. There was patient involvement, but no injury or patient harm in the event. No further information is available for this complaint.